Manufacturer narrative:
(B)(4). Product returned for evaluation. Returned test strips produced lo readings, with black chemistry observed. Most likely underlying root cause is black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-135mg/dl fasting. Verified test strips expire 09/30/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory: (B)(6). Customers concern: lo, lo, lo,lo.